Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the system's hard drives and communication was reestablished.

Event description:
Customer reported a loss of communication between the panorama central station and ambulatory telepack. No patient injury was reported.